Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed critical pump error after they went swimming. The customer¿s blood glucose level was unknown at the time of the incident. The pump had physical damage on the back. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case behind the device at the battery compartment, cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.